Manufacturer narrative:
Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient has a controller with a dead internal battery. Controller was exchanged and it was stated that there was no effect on patient. No additional information available.

Manufacturer narrative:
It was reported that the controller has a dead internal battery. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log files revealed date and time in some locations set to zero due to the controller not being connected to external power for extended periods of time. An internal inspection of the controller did not reveal foreign material. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The controller was able to run for extended period of time. The most likely root cause of the reported event can be attributed to an extended period of time where the controller was not connected to an external power source, causing the battery to deplete. As a result, the reported event could not be duplicated at the bench level. No failure detected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.